Manufacturer narrative:
Added medwatch report number: mw5164177.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported the nurse removed the patient's nasogastric tube and the weighted tip was not on the end. The nasogastric tube did not have resistance when removed. The patient coughed after the removal and stated, "I feel like there is something in my throat". The nurse examined the nasogastric tube and the weighted tip was not present. The tube appeared to be frayed where it was broken. The patient was monitored appropriately and was never in respiratory distress, though imaging indicated the tip to be in the bronchus, requiring a bronchoscopy to remove.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.